Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast draining battery. The customer experienced hypoglycemia and was unable to self treat, required administration of sugar tablets from healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.